Event description:
It was reported that the device was explanted after an implant duration of zero days. Information learned from implant patient registry. On 03/22/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the surgeon's response, the surgeon tried to repair the mitral valve, however, after ring implantation the valve did not close properly. Therefore, the surgeon explanted the ring and implanted a mechanical valve. No other details were provided.

Manufacturer narrative:
Unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via email), additional information was received. The operative report was requested, however, it was noted that it was not available to 3rd parties. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.